Event description:
The customer reported that the heartstart mrx would restart when the charge button was pushed during the operational check.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.